Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing, which led to inappropriate pacing and automatic mode switch episodes. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.